Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the occurrence of a low speed/pump stoppage event associated with low flow alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. It was reported that the patient experienced a low flow alarm the morning of (B)(6) 2019. Upon review of the submitted system controller log file, technical services personnel observed a pump stoppage on (B)(6) 2019 while the patient was attached to the mpu and it was communicated to the customer that the interruption in pump function looked like it could be a short-to-shield issue with the driveline. The submitted system controller log file contained data from 06may2019 ¿ 31may2019 and recorded a transient low speed/pump stoppage event on (B)(6) 2019 at 2:20 am, resulting in low speed advisory/hazard and low flow hazard alarms. The interruption in pump function occurred while the system was connected to the mpu. No additional atypical alarms were captured and the pump appeared to be operating normally with stable vad parameters throughout the remaining log file data. Based on previous complaint experience as well as the patient¿s history of low speed/pump stoppage events on mpu power and prior unsuccessful distal end driveline replacement, the brief low speed/pump stoppage event recorded in the submitted log file appeared consistent with a potential driveline wire compromise. However, the suspected driveline wire damage could not be confirmed as the device remains in use. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on the lvad and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a low flow alarm on (B)(6) 2019. During the analysis of the log file a pump stop on (B)(6) 2019 was observed while attached to the mpu. This does look like it could be a short to shield issue with the percutaneous lead. This type of behavior has been linked to potential issues with the percutaneous lead. Additional information was requested but not provided.